Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) lead did exhibit two inappropriate shocks and one burst of anti-tachycardia pacing as a result of noise oversensing that had occurred when the patient was receiving a nerve ablation surgery. The boston scientific local area sales representative indicated that there had been pacemaker inhibition of unknown duration that was thought to have occurred.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.